Event description:
Patient tested 216 mg/dl on the mobile system and "shortly after" 104 mg/dl on a professional accutrend gc system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.